Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the blade protector. It is unk how this blade protector was damaged. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the blade protector was bent on the sternal saw. There was no pt involvement.